Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"3 way tap had cracked and leaked it was reported that ""we have had a report of one which cracked and leaked." When did the incident occur? During use".